Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The event can be [detected/prevented] by following the instructions for use which state: operation manual_ preparation and inspection_ inspection of the endoscopic system - inspection of the suction function. - inspection of the instrument channel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope suction and biopsy channels were blocked, nothing would advance down the channel. It is unknown when the issue occurred. There were no reports of patient harm.